Event description:
The consumer reported that her implant was causing her a lot of pain and the area was getting really hot. The patient stated that this was happening outside of recharging and when stimulation was on or off. The patient noted that she had lost a fair amount of weight since the device was implanted and had spoken with her healthcare provider who thought the implant needed to be revised due to weight loss. Further information received from the healthcare provider reported that they were unaware of the situation of the pain and implant getting hot. It was noted that they did not treat the patient for those issues. The indication for use was post lumbar laminectomy syndrome.

Event description:
Additional information received from the consumer reported they went to the doctor who implanted the device, and it was determined it needs to be replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on (B)(6)2019. The patient mentioned that they had their device replaced in 2016 as it was overheating. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.